Event description:
Customer reported to baxter (B)(4) of a clearlnk extension set in which customer noticed set pulling apart. The tubing of the set which was connected by a tape to an intrathecal catheter (non-baxter product) got disconnected. The reported condition occurred during patient use. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.